Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu had error code 800.8000 was confirmed through a log review of the suspect pc unit logs; however, it was not replicated during the extensive laboratory testing. The suspect pcu was cycled (on and off) twenty (20) times, the reported code was not produced. The suspect pcu was then connected to the ac power for twenty-four (24) hours to fully charge the battery. The following day, the suspect pcu was power cycled (on and off) twenty (20) times. No issues or anomalies were noted. Power cycling testing with the system transitioning between ac power (120v for 30 minutes) and dc power (battery for 30 minutes) during an active infusion observed not issues after a 24-hour infusion. The performed battery conditioning test observed the battery capacity displayed within the recommended milliampere-hours (mah) range. A review of the suspect pc unit s/n (B)(6) error log was performed, and eight (8) error code 800.8000 (pcu15_general_os_failure) on (B)(6) 2025 at 5:13 am. On (B)(6) 2025 at 5:01 am the concomitant pump module alarmed for safety clamp open. An infusion was programed and started at a rate of 125 ml/hr and a volume to be infused (vtbi) of 800 ml for lactated ringers. At 5:07 am the pcu was disconnected from ac and alarmed for battery very low, then the pcu was reconnected to ac power. At 5:08 am the infusion was paused and a primary volume infused (pvi) of 14.557 ml was recorded. At 5:11 am the concomitant pump module was disconnected. At 5:12 am the suspect pcu was disconnected from ac power and alarmed for battery very low. At 5:13 am the system alarmed for error code 800.8000 (general os failure). External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual v12.3.1 (dir (B)(4) has information for the user regarding system errors. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The bd alaris user manual v12.3 on appendix a ¿ troubleshooting and maintenance states that: the life expectancy of the battery is dependent on the amount of use, the depth of discharge, and the state of the charge that is maintained. Generally, the battery has the longest life if the device is plugged in, and battery use is infrequent. Frequent use of battery power and insufficient battery charge cycles significantly decrease the life of the battery. The battery is intended as a backup system. Leave the power cord connected to an external hospital grade ac power source whenever available. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the device was disassembled for this investigation, ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with anu third-party parts found. Root cause: the root cause for the reported error 800.8000 was not identified during this investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pc unit during laboratory testing. Note that this report lists imdrf annex a1801, a0401, g02017, c07, c0503, c1604, d08, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 800.8000. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 800.8000. There was no patient involvement.